Event description:
It was reported that the procedure was to treat a heavily calcified unknown artery. A 2.5 x 12 mm xience prime stent delivery system (sds) was advanced to the lesion with some resistance felt. After crossing the lesion, the sds stuck on the non-abbott guide wire and the two devices were removed as one unit. The procedure was successfully completed with a second xience prime. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Guide wire resistance was confirmed. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for investigation. The investigation is not complete. A follow-up report will be submitted with all additional relevant information.